Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral rupture, discovered during surgery, right side and bilateral malposition, right side.

Manufacturer narrative:
Sientra complaint#: (B)(4). Device evaluation: d9, g3, g6, h2, h3, h6, h10. Sientra received the suspected device from the customer and performed a failure analysis. The device was returned back and upon initial observation found to have shell failure and dark yellowing. The device was unable to weigh. Upon device inspection, the explant was received in four pieces. Upon optical inspection, this explant was received ruptured and was submitted for optical analysis. An unknown cause was identified. The explant was analyzed using optical microscope and images were taken of the areas. The observed result of mechanical testing was 245% for ultimate elongation and 3.7(lbf) for ultimate break force. The cause of shell failure is local stress of unknown origin. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.